Manufacturer narrative:
One used sample was received for evaluation. Visual inspection and functional testing was carried out. Upon visual inspection device was found to be in good physical condition. The user did not report the infusion volume, infusion rate, or the volume of the bag used during the event. They also did not indicate whether a separate reservoir was required for each channel used. It is possible that when performing two continuous infusions with a single bag, the bag was insufficient to deliver the total volume of both channels, which is why the client found the bag empty prematurely. The reported event was not confirmed. A probable cause cannot be given due to a lack of information on the values since only a duration and day of the event are reported; however, the data is extracted and analyzed. D9 - date returned to mfg.: 12/19/2025. Event and service history reviews were performed? - no complaint or similar parts associated with the customer complaint was found.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
An event involved a plum a+ ln 20792 reported by a supervisor that there was no remaining midazolam infusion mixture in the infusion bag. However, according to the infusion pump programming, there would be still 18 hours left. The infusion, which was prepared for 24 hours, finished in approximately 6-7 hours. The supervisor informed the on-call doctor, who ordered single doses to continue the infusion with a new mixture. The event occurred during patient use; however, no harm was reported.